Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor pacemaker exhibited high out-of-range pace impedance measurements at routine follow up. Measurements stored to the device and trend data confirmed the out-of-range impedances with intermittent measurements in the normal range. Pace impedance was tested again in clinic and found to be 450 ohms and stable with no threshold or sensing issues noted. The patient has been scheduled for additional follow up in approximately three months as their intrinsic heart rate was reported less than 50 bpm. The device was reprogrammed from ddd to vvi mode since the patient was observed in continuous atrial fibrillation (af). No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.